Event description:
It was reported that the asymptomatic patient presented via merlin transmission. Upon review, the internal cardiac defibrillator exhibited an inappropriate antitachycardia therapy ramp pacing episode. The patient returned to the clinic where the atrioventricular interval discriminator was turned off and the detection criteria setting was increased. The patient remained asymptomatic and will continue to be monitored.